Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while brushing their teeth. Technical services (ts) reviewed noting myopotential noise and oversensing and recommended in clinic testing. This patient was in clinic and noise was unable to be reproduced in secondary vector as in the episode, however low amplitude measurements were observed. Primary vector passed automatic set-up with no noise, with isometrics and arm movement. Noise artifact was observed on patients non-boston scientific device so it was questioned if this could be external. Ts though unlikely external given that the toothbrush is not electric. This patient was left in primary vector and will continue to be monitored. That r-waves were noted to be large in primary vector. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.